Manufacturer narrative:
Continuation of d10: product ID: a71200, serial# unknown, product type software, ubd: unknown, UDI#: unknown, h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that while attempting to click "start usage" within the clinician application that the message "unexpected error. Code 0x4ea9bc8e" appeared. The rep shut down the application and went back to the home screen. The rep reported trying this two more times but got the same error message. The rep then grabbed a second ins from their stock and was able to connect and start usage without issue with the same tablet and communicator.